Event description:
"S/p b infra subgl 220cc pu gels for augmentation. These have encapsulated in recent yrs. Had closed capsulotomy. Occasional pain. Pt has noted decreased size, no h/o trauma. Pt has minimal systemic c/o's other than occ finger numbness and shoulder weakness. Pt is otherwise healthy."